Event description:
Pt implanted with heartmate 3 lvad from ECMO. Due to hypoxemia s/p implant the pt was taken to the cath lab for a pro tek duo rvad with oxygenator. Once right internal jugular access was obtained, the hm 3 vad flows abruptly dropped to approx 0.3 lpm, with low flow alarms and map in the 40's. Volume was given and rvad placed at which time the hm 3 flows mildly increased to 0.8-1 lpm. Tee performed which ruled out a thrombus in the ventricles or hm 3 pump however, it did reveal the lv was not decompressed. Map at this point was 70-75 with an increase in pa pressures. The surgeon opened the pt's chest emergently to remove chest packing in case this was causing obstruction of the outflow graft, this was not the case. At this point the pt's hm3 controller was changed after which the hm3 flows immediately increased to 3.5 lpm. Vasoactive drips were de-escalated. The chest was washed out and repacked. The pt was transferred to the ICU in stable condition where she is currently recovering. FDA safety report ID# (B)(4).